Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. The customer's blood glucose was 45 mg/dl and their sensor glucose read 130 mg/dl. Customer was advised their readings will be close, but rarely match. While troubleshooting, the customer's mother also reported receiving a calibration error alert. The customer was advised to monitor their blood glucose.